Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported patient had elevated glucose readings. Patient removed the cleo infusion site, and the cannula was noted to bent. The event did not cause injury to the patient.